Manufacturer narrative:
A5 Ethnicity is unknown.A6 Race is unknown.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical Narrative:An Impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 47-year-old female patient admitted for cardiomyopathy. The patient¿s clinical state prior to initiation of support was consistent with Society for Cardiovascular Angiography and Interventions (SCAI) Stage D shock, as noted per patient flowchart. Comorbidities were not reported.During ongoing Impella 5.5 support, the physician reported high purge pressure exceeding 1000 mmHg. Evaluation confirmed that the purge line was clear, free of kinks, and no external causes for the elevated purge pressure were identified. Due to concern for potential purge system obstruction and risk to continued device support, recommendation was made to replace the Impella 5.5 device as soon as possible and to closely monitor motor current while awaiting further intervention.The physician elected to attempt lysis therapy prior to device replacement. Following initiation of lysis therapy, purge flow improved from less than 1 mL/hour to 1.6 mL/hour. Throughout this period, motor current remained stable and was closely monitored, with no reported hemodynamic deterioration noted associated with the event.Despite the partial improvement in purge parameters following lysis therapy, the clinical team ultimately elected to replace the Impella 5.5 device with a new pump. The exchange was completed, and support was maintained.The patient survived to explant, and the Impella 5.5 was successfully replaced with a new pump during ongoing management.